Manufacturer narrative:
The return date of the ptm was unknown. Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4). Analysis of the ptm revealed that the ptm passed all testing, both on the bench and on the vxi test console.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ptm showed a lockout bolus attempted. One hr lockout and ~58 min showing left. The ptm was programmed to lock out every hour and the total of max dosing was 12 in 24 hours. The last bolus dose was at 8:24 am and another attempt was made at 16:01pm which was denied. The patient was only getting 4-6 of the 12 available boluses in 24 hours. The patient experienced ¿pain¿. Per the reporter, the patient did not feel the same pain relief after the bolus and his pain even escalated close to the "10". A dose was successful at 17:12. It was noted that the patient was in the hospital (the reason for hospitalization was not reported), and the nursing staff are very knowledgeable about it and have had no issues except for today. The device system was used to deliver fentanyl, hydromorphone, bupivacaine, ketamine and baclofen. It was later reported that the physician wanted the ptm analyzed. On (B)(6) 2013 the rep was notified that the patient was getting locked out when attempting to do a bolus 3-6 times. When the reports were pulled only one bolus was denied. A loaner ptm and antenna were given to the patient and since the patient has not had lockouts. On (B)(6) 2013 it was noted that the pa logs and technical report were reviewed. There were 3 times where the logs showed a successful attempt. This is the scenario that happens when an "uplink" interruption occurs. One such occasion happened on (B)(6) at 8:36am. The pa logs show an 88 followed immediately by an 89. The patient confirms that when the bolus denied screen appears that the lock-out clock shows 59 minutes. Pa settings are 1 hour lockout, dri of 12/24, and max of 12. The primary drug is ketamin 500ug/ml at 99.92ug/d. The patient reported pain and numbness. He stated that the boluses give a little relief to the pain but not the numbness. This occurred 2x last week. The absolute cause of communication error were unknown as the patient and his wife were both educated many times on proper use of the ptm. The reporter was not aware of any emi involved as this happened at the patient¿s home and at the hospital. It was noted that the ptm passed all testing, both on the bench and on the vxi test console. It was later reported that the patient was reporting the same complaint using the loaner ptm. It was later reported that the patient was receiving effective therapy. The ptm was working normally. It was noted that the patient was not cognitively able to use the ptm accurately. The ptm and pump logs retrieved ¿ no issues found. Reported pain not decreased with use of ptm. Patient outcome was no injury.